Manufacturer narrative:
The device evaluation found foreign object coming out of the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and the reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by following the instructions for use which state: instructions for gif-1200n, operation manual, chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects coming out of the nozzle. There were no reports of patient involvement.